Event description:
The pt underwent a laparoscopic repair of ventral hernia. The device was used to gain access. A gastric rent was identified during the time of surgery. A laparotomy was performed to repair the gastric perforation.